Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2021, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("broken teeth"), psoriasis ("diagnosed with psoriasis"), amenorrhoea ("period stopped"), alopecia ("hair loss"), the first episode of rash ("rash on chest and buyyocks"), the second episode of rash ("rash on chest and buyyocks"), back pain ("lower back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), muscle spasms ("severe cramping"), arthralgia ("joint pain"), depression ("depression"), abdominal distension ("extreme bloating"), adenomyosis ("adenomyosis"), atrophy ("cystic atrophy"), post procedural haemorrhage ("post procedural haemorrhage"), post procedural haematoma ("post procedural hematoma") and cellulitis ("cellultis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ¿ removed tubes and uterus). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, tooth fracture, psoriasis, amenorrhoea, alopecia, the last episode of rash, weight increased, back pain, fatigue, abdominal pain, muscle spasms, arthralgia, depression, abdominal distension, endometriosis, adenomyosis, atrophy, post procedural haemorrhage, post procedural haematoma and cellulitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amenorrhoea, arthralgia, atrophy, back pain, cellulitis, depression, endometriosis, fatigue, muscle spasms, pelvic pain, post procedural haematoma, post procedural haemorrhage, psoriasis, tooth fracture, weight increased, the first episode of rash and the second episode of rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2021, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("broken teeth"), psoriasis ("diagnosed with psoriasis"), amenorrhoea ("period stopped"), alopecia ("hair loss"), the first episode of rash ("rash on chest and buyyocks"), the second episode of rash ("rash on chest and buyyocks"), back pain ("lower back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), muscle spasms ("severe cramping"), arthralgia ("joint pain"), depression ("depression"), abdominal distension ("extreme bloating"), adenomyosis ("adenomyosis"), atrophy ("cystic atrophy"), post procedural haemorrhage ("post procedural haemorrhage"), post procedural haematoma ("post procedural hematoma") and cellulitis ("cellultis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ¿ removed tubes and uterus). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, tooth fracture, psoriasis, amenorrhoea, alopecia, the last episode of rash, weight increased, back pain, fatigue, abdominal pain, muscle spasms, arthralgia, depression, abdominal distension, endometriosis, adenomyosis, atrophy, post procedural haemorrhage, post procedural haematoma and cellulitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amenorrhoea, arthralgia, atrophy, back pain, cellulitis, depression, endometriosis, fatigue, muscle spasms, pelvic pain, post procedural haematoma, post procedural haemorrhage, psoriasis, tooth fracture, weight increased, the first episode of rash and the second episode of rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.